Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was benefiting from his ci for 2 years and 9 months. He had 12 active channels. The last fitting on (B)(6) 2012 shows normal values. When the pt came to the audiologist in (B)(6) 2013, he noticed that the pt's ci was no longer functioning properly. There is no history of head trauma or a middle ear infection.